Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture" baker grade IV.

Event description:
Healthcare professional reported via device tracking right side "capsular contracture" baker grade IV and " hx cancer.¿ healthcare professional later reported "any creases" observed during surgery. Device has been explanted.